Event description:
Caller reported a tandem mobi cartridge alarm. Customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact to the customer¿s blood glucose level. Customer loaded a new cartridge to resolve the issue.